Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument would not work. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the problem is that the jaws of the scissors won't close.